Event description:
It was reported a bladder neck suspension procedure was performed initially without incident. Three months post procedure the pt was reassessed for symptoms of vaginal discharge and urethral pressure. The pt was placed on antibiotics at that time. Sometime after that treatment the pt was again reassessed for vaginal dehiscence of the sling material. The sling was removed. The pt remains continent. No further details are available with regards to the circumstances surrounding this event. The instructions for use for this product list as potential complications: "loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at the implant wound site."